Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 9036318.

Event description:
It was reported that patient reported uncomfortable stimulation and shocks at the ipg site. Attempts to program were unsuccessful. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
He reported event for shocking at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.